Event description:
Per information provided: (B)(6) 2019- patient was diagnosed with recurrent left inguinal hernia, right inguinal hernia, thereby underwent robotic assisted laparoscopic repair with implant of perfix plugs (device 1 and 3), 3dmax light meshes (device 2 and 4). Per op notes, "on the left inguinal region, an indirect hernia sac was identified and was dissected. In the right inguinal region, hernia sac was identified and dissected. A perfix plug (device 1) was placed over the internal ring and was sutured. A 3dmax light mesh (device 2) was placed aswell as superiorly and laterally using sutures. On the left inguinal region, perfix plug (device 3) was placed and sutured and the 3dmax light mesh (device 4) was placed and secured medially, superiorly and laterally using sutures." (B)(6) 2019 - patient was diagnosed with recurrent right inguinal hernia, pain, thereby underwent open repair with implant of synthetic mesh. Per op notes, "in the right inguinal region, hernia with palpable mesh was identified. An incarcerated indirect hernia sac was identified on the lateral surface of the cord and the hernia sac was dissected. A synthetic mesh was placed and sutured."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2018) is considered to be a best estimate. This emdr represents the bard perfix plug (device 1). Additional supplemental emdrs were submitted to represent the 3dmax light mesh (device 2 & 4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.